Event description:
The following was reported to hamilton medical ag: during ventilation, the device alarmed with flow and pressure error codes. Aditionally, the following error codes appeard 431008, 231012, 231022. No harm to the patient occured.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.